Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the top case was cracked on both the front edges, the bottom case was split open at the rubber feet and was glue joined. A review of the event history log identified check syringe plunger sensor error in the history. Functional testing was performed and the check syringe plunger sensor error was found at power up process. Right timing plate misaligned due to incorrect assembly by customer. The root cause of the problem was the customer's incorrect assembly of the device. Reassembly of the right timing plate. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) was unknown. No product information has been provided to date.

Event description:
It was reported that the pump exhibited a system failure. No patient injury was reported.